Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the customer called in to report a bravo capsule failure to attach. There was no harm to the patient but a repeat bravo procedure was performed. No medical intervention was required. There was nothing unusual about the patient or the procedure itself that led to the event. An endoscopy was performed and the esophagus appeared normal. The customer is not sure what caused the failure.